Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing leading to at least one instance of inappropriate anti-tachycardia pacing therapy. It was further reported that atrial events were falling into the implantable pulse generator (ipg) blanking period. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.